Event description:
Catheter was being inserted into the subclavian. The dr met "resistance" and removed the catheter and guidewire. He felt something "snap" and upon inspection, after removal, noticed some of the guidewire was missing. X-ray confirmed this, and pt was transported to another facility to have the piece of guidewire removed.